Event description:
It was reported that the lead had low impedance for both unipolar and bipolar measurements. The lead warning switched to unipolar and there were many unipolar paces less than 200 ohms. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.